Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a scratch on the insulin pump¿s display. They were unable to read anything on the display. The device had been dropped a few times on the floor. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The device will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.